Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer complaint for low blood glucose test results. The customer is concerned with tests results of 34, 56 and 37 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 43 mg/dl and 41 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): result 1 :34mg/dl date: (B)(6) 2018 time:03:41pm fasting , result 2 :168mg/dl date: (B)(6) 2018 time:05:32 pm fasting, result 3 :119mg/dl date: (B)(6) 2018 time:07:37am fasting, result 4 :56mg/dl date: (B)(6) 2018 time:03:02am fasting, result 5 :37mg/dl date:(B)(6) 2018 time:02:51am fasting.